Manufacturer narrative:
Pump was received with stuck on flashing medtronic logo on the display. No blank display noted. Unable to verify no delivery alarm/insulin flow blocked alarm, critical pump error (open book image) alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck on flashing medtronic logo on the display. Unable to download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Unable to upload pump to carelink due to stuck on flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo on the display noted. The original pcba1 installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo on the display noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no stuck on flashing medtronic logo on the display noted. Stuck on flashing medtronic logo on the display was confirmed, suspected on the pcba 2. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs/dka. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Unable to verify no delivery alarm/insulin flow blocked alarm, critical pump error (open book image) alarm, perform the required testing, upload pump to carelink and download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed, suspected on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a flashing medtronic logo and critical pump error, DHR was requested for other reasons. The customer reported a blood glucose value of 260 mg/dl. The customer reported diabetic ketoacidosis, which did not require treatment. The customer reported that the cause of the high blood glucose was the flashing medtronic logo. The event involved product(s) mmt-1884. The customer reported a flashing medtronic logo on the screen that was not a single flash. The customer called for an issue not covered by existing troubleshooting guides. No further complications were reported. Mmt-1884 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.